Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the pump was pushing out all of the insulin during the priming process. Customer noticed that half of the insulin was gone. Customer did not see 0.0 come up on the display when she was priming but she did see the drops. Customer stated that the insulin was squirting out. Customer stated that her blood glucose level was 33 mg/dl. Customer mentioned that the piston was hitting the reservoir on the side and pushing the insulin out. Customer treated with juice. Customer's current blood glucose level was 232 mg/dl. Customer saw a gap between the piston and reservoir stopped during prime. Customer stated that the motor slowed down and numbers ramped up on the screen. Customer also had a high blood glucose level that went up to 600 mg/dl. Customer treated with an insulin pen. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump. No further assistance needed.